Event description:
Pt reported obtaining a blood glucose result of 594 mg/dl at 11:47 am. Pt stated that, based on this value, she bolused 10 units of insulin lispro. Approx 2 hrs later, pt stated that she started drinking a lot of water and went to lie down. According to the meter memory, blood glucose measured 306 mg/dl, at 1:13 pm, 416 mg/dl, at 1:29 pm, and 526 mg/dl, at 1:45 pm. Pt stated that she began feeling hungry and had a candy bar before "blacking out." An unspecified time later, pt was reportedly awakened by emergency medical services. Pt was treated, by paramedics, with an intravenous glucose solution and was transported to the hosp. Pt stated that, en route to the hosp, blood glucose measured 26 mg/dl on paramedics' device. Pt stated that blood glucose was retested, on a hospital device, at 5:18 pm, with a result of 210 mg/dl. Pt immediately retested blood glucose, using the suspect device, and obtained a result of 581 mg/dl. Pt noted, she remained at the hosp for approx 4 hrs and was released. At the time of the event, pt was testing with expired strips. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.